Event description:
It was reported that the lead was not capturing in the ventricle. The patient had an underlying rhythm and was stable, but even with unipolar pacing at maximum output, it was not capturing the heart. An x-ray revealed that the lead was bent in half. The lead was to be replaced.

Manufacturer narrative:
Lead bent.